Manufacturer narrative:
This report is being supplemented to provide additional information based on the legal manufacturer's final investigation. A review of the device history record found no deviations that could have caused or contributed to the reported issue. Based on the results of the investigation, and since the device was not returned for evaluation, the definitive root cause of the reported issue could not be determined. However, if the endoscopic image is displayed on the primary monitor, the image is not completely unrecognizable and still available for viewing. Per the legal manufacturer, there is no potential for this issue of the video system center had no image on the secondary monitor to cause or contribute to death or serious injury if the malfunction were to recur. Olympus will continue to monitor field performance for this device.

Event description:
It was reported, the video system center had no image on the secondary monitor. There were no reports of patient harm.

Manufacturer narrative:
In speaking with the olympus technical assistance center (tac), the customer reported that the image was not displayed on the secondary monitor. Tac confirmed the cabling between the device and the two monitors, the customer reported that there was a serial digital interface (sdi) cable going from the sdi out into the otv-s7pro to the sdi in on the primary monitor. Upon further review, the cabling on the otv-s7pro had an sdi out 1 connected to an easy link adaptor, then the dvi connected to ncare, and sdi out 2 to the primary monitor. The customer was advised that an sdi out of the primary monitor was needed to an sdi in on the secondary monitor. The customer will try to reconfigure the cabling. The device was not returned. Should additional relevant information become available, a supplemental report will be submitted.